Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, lot number unknown / not provided. Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the implant's collar broke. The implant was removed. Patient to return for future implant replacement.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6) the reported device was returned for investigation. Visual evaluation of the as returned implant identified fractured internal hex and bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the implant was fractured. The reported device had been placed on tooth # 3 for approximately 7 years. X-ray or picture images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the fractured implant. The product was returned. The reported fracture was confirmed following visual evaluation. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.